Manufacturer narrative:
The associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The threads are stripped, rendering the device inoperable. The device was manufactured in 2018 and shows signs of extensive use. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.&nbsp; we consider this investigation closed.

Event description:
It was reported that, threads on the drill guide handle where the cannulated impactor screws in have become worn and damaged over prolonged use and need replacing. A back up device was available and the surgery continued as normal. Incident occurred before the procedure; therefore, there was no patient involvement. Results of investigation stated that the threads of the device are stripped, rendering the device inoperable.